Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the boston scientific field representative attempted to interrogate the insertable cardiac monitor (icm) using the clinic mobile monitor but was unable to activate the icm with the magnet. The icm had already been unpaired from bluetooth settings. Technical services reviewed the case and identified instability and decline in battery voltage of the icm, suggesting possible full battery depletion. A device replacement was recommended and return of the icm was advised for further analysis. The representative planned to coordinate next steps with the clinic. No adverse patient effects were reported. This icm remains in service.